Event description:
During a ventricular tachycardia procedure, the patient expired. The left ventricle was attempted to be accessed via a retrograde approach but was unsuccessful. The catheter was then introduced into the left ventricle via transseptal puncture. Shortly thereafter, the patient became hypotensive and cardiopulmonary resuscitation (CPR) was performed. An echocardiogram revealed a pericardial effusion for which a pericardiocentesis was performed, but the patient remained hypotensive. The patient then underwent emergent cardiac surgery which revealed a perforation in the aorta between the left cusp and non-coronary cusp. The surgery was successful, but the following day the patient expired. There were no performance issue with any (B)(4) device.

Manufacturer narrative:
An event of cardiac perforation and patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.